Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing pain and discomfort/soreness/pinching. This issue was ongoing. The patient noted in a post op follow-up that they had pain that was very bad, above and beyond what they can manage with prescribed pain medications. They had already turned off their device and had no resolution. They stated that they had called the physicians office for guidance and was waiting for a call back. Additional information was received from a manufacturer representative (rep). The rep reported that the rep called patient back today and they reported infection at replacement implant site. The patient was at mayo and they told them device will likely needs to be explanted.